Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes (evaluation codes) will be added to until the biosense webster system is also updated. Evaluation codes: methods codes: no testing methods performed. Results codes:no results available since no evaluation performed. Conclusion codes: device discarded by user, unable to follow-up. Concomitant products: carto 3 system, model #:m-4800-01, serial #: (B)(4). Acunav, model #: m-5723-09, lot #: 128677. Acunav, model #: m-5723-09, lot #: unknown. (B)(4). When the thermocool smarttouch bidirectional navigation catheter was replaced, the issue resolved. This issue is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto 3 system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. Therefore, this issue was assessed as not reportable. It was also noted that the adverse event occurred several hours after this catheter issue. Since this adverse event resulted in the patient¿s death, it is MDR reportable. Since both the thermocool smarttouch bidirectional navigation catheters were used in the procedure, we are taking the conservative approach and reporting this event under both of these catheters.

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a two thermocool smarttouch bidirectional navigation catheters and suffered a cardiac tamponade requiring surgical intervention, cardiac arrest requiring cardiopulmonary resuscitation (CPR), and death. During the procedure, the patient became hypotensive and a cardiac tamponade was confirmed by the intracardiac echocardiogram. CPR was initiated while catheters were still inside the patient. The patient was sent for surgical intervention two (2) times were they opened the chest to put the patient on bypass and as they were attempting to repair the inferior vena cava (ivc) injury. The patient passed away on april 22, 2016, while on the surgical table. There is no information regarding an autopsy. Medical history includes bi-ventricular implantable cardioverter defibrillator (ICD). The physician's opinion regarding the cause of the adverse event is undetermined. Initially, it was thought that it was procedure-related. The patient sustained a tear in the ivc. It was noted that several other myocardial tears were observed and may have been secondary to CPR and emergently opening the chest. It was also reported that a map sensor error (number unknown) displayed on the carto 3 system. This issue was noticed after they took the thermocool smarttouch bidirectional navigation catheter (lot #: 17416532m) out of the patient but prior to any mapping. The cable was replaced with no resolution.